Event description:
Related manufacturer report number: 2938836-2017-34990. It was reported that there were episodes of noise on the right atrial (ra) and right ventricular (rv) leads. All sensing values were stable and in range and x-ray revealed no damage to the ra and rv leads. The leads were explanted and replaced and the patient was stable.

Manufacturer narrative:
As received only the distal end of the tendril st lead (sn (B)(4)) was received for analysis. Visual inspection of the lead revealed external insulation abrasions exposing the outer coil proximal to the suture sleeve tie impressions consistent with friction to the device can and the reported event.